Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: no problem was confirmed to complete the second firing on duodenum. After setting the third sulu on the same idrvultra1 the cartridge status indicator lamp was lit up, however the doctor found it could not fire at all on the tissue of stomach even the tissue was not too thick for the normal operations. When another surgeon tried again the same trouble was duplicated. Using another device of our competitor, no problem was confirmed to complete the operations. No patient harm. There was no tissue damage, tissue loss, or bleeding. Operating time was not extended. No reinforcement material was used. The patient is in good condition.

Manufacturer narrative:
(B)(4).